Event description:
It was reported that during a da vinci ventral hernia repair procedure, the cable broke at the distal end of the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Failure analysis investigation found instrument grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, broken cable, if to reoccur could cause or contribute to an adverse event.